Event description:
It was reported that this subcutaneous electrode exhibited noise and oversensing following implant of a left ventricular assist device and sternal wires. A revision procedure was performed and physical damage to the electrode was identified. Therefore, the electrode was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.